Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, several days post-operative of a procedure performed from the colon to the rectum, the staple line leaked. During the testing of the anastomosis, there was an air leak so the surgeon over-sew the staple line. Leak retest was done and it passed. The surgeon also used cutis verticis gyrata (cvg) imaging to ensure that the patient's anastomosis was getting enough vascularity. The patient was then sent home. When the patient went back to the hospital, it was found that the anastomosis was not intact and that the patient did not recover. The patient died.